Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The op report documents endocarditis -- s. Viridans, which could have possibly been the source of the patient's infection. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be conclusively determined.

Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 3 years and 4 months due to prosthetic valve endocarditis. Per the op report, the patient had been doing well after his valve replacement in 2009, until recently when he developed fever and flu-like symptoms. He sought care and was subsequently diagnosed with endocarditis -- s. Viridans. After a full cardiovascular workup, the decision was to proceed with redo-aortic valve replacement. The operative findings indicate that the aortic valve leaflet morphology was prosthetic. The distal ascending aorta revealed 46 mm size. The sinotubular junction revealed 33 mm size. The aortic valve annulus revealed 26 mm size. Large vegetations were also noted in the report. The device was replaced with a new edwards bioprosthetic valve. A postop tee revealed normal rv function with no paravalvular leaks. Peak aortic valve gradient was 18 mmhg. There were no technical difficulties during this procedure. The patient tolerated the procedure well.